Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe foreign matter ¿ dirt. This occurrence is related to a contamination during production process caused by personnel failure during the packaging line clearance. H3 other text : see h.10

Event description:
It was reported that an unspecified number of needle precisionglide 18x1-1/2in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the presence of "unknown" material has been observed within the 10-needle pack.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that an unspecified number of needle precisionglide 18 x 1- 1/2 in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the presence of "unknown" material has been observed within the 10-needle pack.